Event description:
The hospital reported that during the saphenous vein harvesting procedure, the balloon was defective on the short port. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. Failure analysis confirmed in november, 2003 that the outer silicone coating was peeling.